Manufacturer narrative:
The follow fields have been corrected and updated. D4, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-oct-2022 to 04-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device time settings were incorrect. The station time was subsequently updated to rectify this issue. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that the pyxis anesthesia es system station experiencing time off which resulting in multiple patients being delayed at the station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device's time settings were incorrect. The station time was subsequently updated to rectify this issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis anesthesia es system station experiencing time off which resulting in multiple patients being delayed at the station. There were no adverse events or injuries reported based on this event.